Event description:
Litigation alleges that the patient experienced pain on account of his asr hip implant. Litigation further alleges that the patient experienced bodily impairment and high levels of toxic metal in his blood stream.

Event description:
Litigation alleges that the patient experienced pain on account of his asr hip implant. Litigation further alleges that the patient experienced bodily impairment and high levels of toxic metal in his blood stream. Update - (B)(4) 2013 - plaintiff's preliminary disclosure form was received, which identified part/lot information and side. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation.

Manufacturer narrative:
Corrected: event/problem description, brand name, device product code, catalog #/lot #, date received by manufacturer, PMA/510(k) #, manufacture date. Depuy still considers this investigation closed.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
(B)(4). The investigation has been reopened due to receiving new information. Depuy will notify the FDA when the investigation is complete.

Event description:
Sales rep reported patient was revised due to pain. Sleeve was added to the complaint.

Manufacturer narrative:
Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.